Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level unknown. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self-test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no blank display and low battery alert noted. Insulin pump was received with corroded battery tube, corroded battery cap contact and corroded battery tube spring noted.